Event description:
It was reported the programmer was used for regular device interrogation by a mdt clinical specialist, in the opd (out patient department) of (B)(6) hospital. It functioned normally when checking up the pacemakers, but could not automatically identify the ICD (implantable cardioverter defibrillator) models while using the ¿find patient¿ button. Instead, the programmer would jump into an error screen which showed ¿no telemetry¿ at the upper right corner and the ¿please interrogate.¿ in the center. The icds could only be interrogated by selecting the model manually and the programmer could not enable wireless connection. Several icds in different models were tried to test the wireless function but all failed to enable it. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer is unable to interrogate when ¿allow wireless communication¿ box is checked. The rf (radio frequency) transceiver was found out of electrical specification. Analysis also found the ECG ( electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. Keyboard hinges and tabs on power cord bay door are broken, upper hinge plate is cracked, and system fan is noisy. Concomitant product: 229047 analyzer. (B)(4).